Event description:
It was reported that the patient presented to the ER after receiving shocks. The device could not be interrogated by the hospitals merlin system. Several attempts to interrogate the device were unsuccessful. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.